Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, the device was flushed with saline prior to use, but when it was inserted into the anatomy no blood flow was observed at the marker lumen due to a thrombus clogging it. The device was removed and the suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 8.5f and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.